Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. Reportedly, the customer continued to load the cartridges and resumed insulin delivery. Customer's blood glucose level was 105 mg/dl.